Manufacturer narrative:
(B)(4). The manufacturing date for this product was 04/11/14 - 04/17/14. Correction to narrative: a companion sample was not returned as previously reported; therefore, an evaluation of the device could not be performed. The sample was discarded. A review of all batch record documents was performed for lot number gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, or should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced damaged minicaps prior to product usage. The hp stated the sponge was completely outside of the mini-cap, but the iodine was still present. There was no noticeable damage found on the shipping box or the individual over wrap on the mini- caps. There was no patient usage of the product, and therefore no patient injury or medical intervention indicated at the time of the report. No additional information is available.